Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that during a hip procedure, while assembling the implant on to the cup inserter the surgeon was poked by a piece of wire. Further inspection showed a piece of fiber wire was sticking out of the cup. The implant was not used.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4).examination of the reported device was not possible as it was not returned. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. However, it is known process improvements to this product code have been made since the manufacture of this product/lot code combination to aid in reducing wire protrusion. Root cause was unable to be conclusively determined with the information made available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.